Manufacturer narrative:
PMA / 510(k)#: fmi, jka. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage occurred during use at the end of tubing and above the connector with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: (2 of 2 complaints.) Verbal complaints were raised from hospital phlebotomists last week about 6 cases of blood leakage from the end of the tubing and above the connector while using pbbcs 23g, checking the opd rooms & store lot number 8283766 & 8283765 are both in use.

Manufacturer narrative:
H.6. Investigation summary: bd received samples, video and photos from the customer facility for investigation. The photos and video were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Customer samples were tested and no defects were detected. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood leakage occurred during use at the end of tubing and above the connector with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: (2 of 2 complaints). Verbal complaints were raised from hospital phlebotomists last week about 6 cases of blood leakage from the end of the tubing and above the connector while using pbbcs 23g, checking the opd rooms & store lot number 8283766 & 8283765 are both in use.

Manufacturer narrative:
H.6. Investigation summary: bd received samples, video and photos from the customer facility for investigation. The photos and video were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Customer samples were tested and no defects were detected. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1396080. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that blood leakage occurred during use at the end of tubing and above the connector with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: (2 of 2 complaints) verbal complaints were raised from hospital phlebotomists last week about 6 cases of blood leakage from the end of the tubing and above the connector while using pbbcs 23g, checking the opd rooms & store lot number 8283766 & 8283765 are both in use.